Event description:
While heating the lavender infused neck wrap in the microwave, it burst into flame. There is nothing on the box to indicate that it cannot be placed in the microwave. It's typical of these neck wraps to be heated up. The brand is nanette lepore lavender infused neck wrap. (B)(4). (B)(6). Purchase date: (B)(6) 2019.